Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G5: this part is not approved for use in the united states; however a like device catalog # 9393015, 510k # k094025 was cleared in the united states.

Event description:
It was reported that, intra-op, one side percutaneous screws fixation was done using implant and other side with quadrant discectomy was done and cage was implanted. During implantation one of the implant broke. A small part of the broken implant was taken out and the 95% of the implant is placed very well inside the patient. While implanting the implant in the patient it had to be tampered to put it further inside, while positioning the implant the tampered area in the implant broke. Patient had some numbness post-op.